Event description:
Related manufacturer report number: 2017865-2023-02241. It was reported prior to generator upgrade that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. The lead was capped on(B)(6)2022 and successfully replaced. During procedure, the left ventricular lead dislodged. The left ventricular lead was successfully exchanged. The patient was stable and asymptomatic.